Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
This customer reported that they were unable to pace in the demand mode due to ECG artifact. The involved pt was described to be in serious condition upon arrival of ems personnel. The treating paramedic has stated that there was no direct harm to the pt.